Event description:
On (B)(6), 2010 the pt was treated for an abdominal aortic aneurysm with four gore excluder aaa endoprosthesis. First a trunk-ipsilateral leg component was landed on the right side. It was intentionally landed with a short seal zone in the right common iliac. However, after ballooning the distal end of the device seated in the distal neck of the aorta. Next, a contralateral leg component was introduced. It was intended to be implanted on the contralateral side of the trunk-ipsilateral leg component; however, it was implanted on the trunk ipsi side. Next, a second contralateral leg component was introduced to extend the trunk ipsi side of the endograft system. After deployment, a cta was performed, where it was visualized that both contralateral leg components were implanted in the trunk ipsi side and no device was implanted on the contralateral side of the device. No vessels were covered as the original trunk-ipsilateral leg component was landed quite short. The physician then chose to convert to an unplanned aui and a trunk-ipsilateral leg component was used to seal off the contralateral side of the trunk-ipsilateral leg component. A fem-fem bypass was also performed. The aneurysm was excluded and the pt tolerated the procedure.

Manufacturer narrative:
Method: a review of the mfg paperwork has been conducted. Results: the review of the mfg paperwork verified that this lot met all pre-release specifications.